Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the printer keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the buttons on the both the main and printer keypad assemblies were not responding when pressed. The only button that would respond was the on button on the main keypad assembly. In this state the critical functions of the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.